Event description:
Procedure type: low anterior resection. According to the reporter: the center shaft was not aligned properly when mated with the anvil causing damage to the anvil resulting in the inability to join both pieces. Due to the damaged anvil, the surgeon opened a new eea and damaged the second anvil in the same manner. At that point the surgeon converted the case to open and completed a hand sewn anastomosis. Operating time was delayed 1 1/2 hours. Tissue damage occurred. No significant bleeding reported.

Manufacturer narrative:
(B)(4).